Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2026 the patient's wife reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 600 mg/dl following elevated glucose readings that began after dinner the previous evening. The user was transported to the hospital by a caregiver where the user was diagnosed in diabetic ketoacidosis (dka) and treated with intravenous insulin and intravenous fluids and discharged (B)(6) 2026. No long-term health effects were reported.